Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned sample at 10x microscope magnification noted the lens sample was received cut in half. This condition can be related to the lens explant process. Surface residuals (fiber/particles) were revealed on the lens compatible with handling the lens. No manufacturing defects were found in the returned sample. A diopter measurement was not performed as the condition of the lens was not adequate for measurement testing. However, the lens diopter result obtained from the stored manufacturing data showed the serial number corresponded to a size 18.5 diopter. Based on the investigation, the defects observed were associated to the lens that has been explanted during the surgical procedure and has been indicated as operational. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer report was identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens(iol) was explanted from the patient's right eye in a secondary procedure owing to halos. The iol was replaced with a new lens. In follow-up it was stated that the patient was seen for a post operative visit on (B)(6) 2014 and (B)(6) 2014 and complained of shadows and trouble with her peripheral vision with her replacement lens. It was confirmed that the physician was not able to attribute the symptoms directly to the lens.